Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2015, the patient contacted lifescan (lfs) alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter and his feelings /normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue began on ¿(B)(6) 2015¿. He reported that he obtained a blood glucose result of ¿225mg/dl¿ on the subject meter compared to ¿120mg/dl¿ on an unknown meter and to the patient¿s feelings /normal readings. The patient manages his diabetes with a combination of medications including, metformin, humalog and lantus and on ¿(B)(6) 2015, before 11:00am¿ he reported increasing his dose of humalog insulin by an unspecified amount as a result of the alleged inaccuracy. ¿15- 20 minutes¿ after the alleged product issue began the patient reported he developed the symptom of ¿dizziness, hard to walk/stand and nauseous¿. On ¿(B)(6), 11:00am¿ the patient stated that he attended hospital and was provided with glucose tablets/gel from a health care professional (hcp) as treatment. Shortly after 11:00 am the patient claimed he obtained a blood glucose result of 120mg/dl on the hospital meter. At the time of troubleshooting, the cca noted that the correct unit of measure, testing steps and approved sample site were used at the time of testing. The test strips used were stored correctly and within their expiry date. The test strip vial was also intact. The patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.